Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2005 and was revised on (B)(6) 2016. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Additional information: age at time of event, date of birth, age units; product long description; product code, common device name; catalog #, lot #, expiration date; PMA/510(k)#; manufacturing date. An event regarding abnormal ion levels involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided pathology report by a clinical consultant indicated: the event could not be confirmed, additional information such as clinical past medical history, operative reports, x-rays are needed to confirm the event. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: it was reported that the patient's right hip was revised due to excessive levels of chromium and cobalt. The event could not be confirmed nor the root cause could be determined as sufficient information was not provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about(B)(6) 2005 and was revised on (B)(6) 2016. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue and excessive levels of chromium and cobalt in his blood.